Event description:
It was reported that during a routine follow up, the physician noted noise and farfield signals on the atrial electrogram (egm), which were not oversensed by the pacemaker device. This observation was already known by the physician, and it was discussed that replacement of this right atrial (ra) lead is recommended, as it has been in service for more than three decades. Noise was reproducible with certain muscular movements, and the ra lead is currently set to unipolar configuration. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).